Event description:
It was reported to philips that the system's shutters were not functioning as they were not opening. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the collimator which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment was completed as the wedge function is not required to complete a case. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed collimator error. Upon troubleshooting, fse tested the imaging module buttons and found the issue was due to malfunctioning of mechanical shutters. To resolve the issue, fse replaced the collimator and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.